Event description:
It was reported that the customer entered a 3.0 unit per hour basal rate instead of a 0.3 unit per hour basal rate due to user error. Customer experienced a low blood glucose (bg) level of 52 mg/dl. Customer consumed glucose tablets to address low bg. Tandem technical support guided the customer through correcting the basal rate to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.